Event description:
A consumer reported experiencing blurred vision and seeing half of the picture with his eye following intraocular lens (iol) implant surgery. After he moves his eye, the picture briefly comes back to normal. The consumer also reported that he had a laser procedure in this eye six to eight months following implant surgery. He was also treated with a ranibizumab injection for advanced macular degeneration (amd). Two hours following the injection, the consumer reported experiencing headaches for two and a half months until it gradually disappeared. The consumer reported that he will not continue any further treatment with ranibizumab injections. Additional information was received from the consumer, who indicated that there months ago, at his last visit with his surgeon, he believes the surgeon was able to remove the drusen spots and now he has a better "verticality" vision (of the picture). Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Result from the product history records reviewed indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported for this lot number. Additional information was requested. (B)(4).